Event description:
The trunk-ipsilateral and the contralateral leg components of company excluder bifurcated endoprosthesis were deployed. However, the anesthesiologist alerted the surgeon that the pt had lost blood pressure. The surgeon made a midline incision and verified that the aneurysm had been excluded with the deployment of the excluder bifurcated endoprosthesises. However, extravisation of contrast was noted angiographically at the distal right external iliac. The surgeon sewed in an interposition graft from mid right external iliac to the distal external iliac. On the left side an iliac extender was deployed. The iliac artery was ballooned. The surgeon explored the abdomen and pelvis through the midline incision and observed a ruptured right external iliac. The right iliac extender became dislodged and was removed and discarded by the user facility. The surgeon then sewed the interpositional graft to the contralateral leg. The pt was closed and transferred to ICU in a stable condition, distal pulses were evident. During this procedure approx. 9 liters of blood were lost. Cell saver was used and a blood transfusion was administered. The surgeon attributed these complications to the advanced vascular disease of this pt. No allegation of deficiency was made regarding this device and as such no further investigation or communication is warranted.